Manufacturer narrative:
(B)(4). Mfg date: - the device was manufactured june 15, 2015 - june 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with 2600mg fluorouracil in 5% glucose solution to a total fill volume of 93ml. There was no patient involvement. No additional information is available.